Event description:
Locking wire disengaged from insert before impaction onto tibial baseplate. Another insert was available from a previous case.

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.